Event description:
It was reported that upon interrogation, the atrial lead exhibited noise that produced inappropriate auto mode switch episodes. The noise could be replicated. The lead was capped and replaced.